Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th march 2026, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch¿ ii, the first implant was successfully deployed, but the second failed because the tip of the product was broke. This was detected during a meniscus repair surgery on (B)(6) 2026. The procedure was completed successfully by using another new ar-4501. No patient harm and no secondary procedure needed. Ar-11791 was used as knot pusher/ cutter.